Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated during drain 4 of 4 of the patient's pd treatment the patient received several "m31 air detected in cassette" alarms and was draining slowly. Patient's contact stated that the connection on the patient line was secure and the unused lines were clamped. The pd patient contact stated one air bubble was noted in the drain line. Treatment was cancelled and the pd patient contact stated fibrin was noted in the drain line, and when patient's contact removed the cassette there was fluid leaking inside the pump module. The patient's cycler was replaced. Additional information was requested.

Manufacturer narrative:
Plant investigation: the cycler was returned for evaluation. The reported symptom fluid leaking, m31 air detected in cassette warning and draining slowly were not confirmed. During cycler testing a "sb supply bag lines are blocked" alarm was encountered. The ¿ok¿ button was selected the alarm reoccurred three consecutive times. The treatment was then canceled. No fluid leaks occurred in the test cassette during the test treatment. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter will be replaced in production. The cause of the observed dried fluid and fluid could not be determined. Passed mushroom head check. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. In conclusion, there were no issues noted during the cycler investigation that may have attributed to the reported fluid leak.

Event description:
A peritoneal dialysis (pd) patient's contact stated during drain 4 of 4 of the patient's pd treatment the patient received several "m31 air detected in cassette" alarms and was draining slowly. Patient's contact stated that the connection on the patient line was secure and the unused lines were clamped. The pd patient contact stated one air bubble was noted in the drain line. Treatment was cancelled and the pd patient contact stated fibrin was noted in the drain line, and when patient's contact removed the cassette there was fluid leaking inside the pump module. The patient's cycler was replaced. Additional information was requested.